Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with stained end cap sticker. The insulin pump was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was steaming like there was water inside the insulin pump. The customer also reported that the screen went completely gone. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to water. The insulin pump will be returned for analysis.